Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic sleeve gastrectomy procedure, after the first procedure the patient brought back to the hospital because of the active bleeding on the staple line, it showed up in the computed tomography (CT) scan. The surgeon evacuated 1.5 liters of blood and clipped the staple line. The patient was intensive care unit (ICU) for two additional days.